Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Is this event related to device failure / deficiency? Possibly is this event related to the procedure? No is this event related to a pre-existing condition? No was surgical intervention required. Admitted to outside hospital on (B)(6) 2024 with left sided hemiplegia and sensory change. Patient was treated with mechanical thrombectomy on (B)(6) 2024 and was found to have thrombus at the branch of right innominate artery. Investigator assessment of possibly related to device, undetermined if related to thoraflex hybrid or relaypro nbs specifically. Previous adverse event of aneurysm expansion, dysphonia and right vent dysfunction." Patient outcome: "resolved (B)(6) 2024 - remains in study follow up."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Is this event related to device failure / deficiency? Possibly is this event related to the procedure? No is this event related to a pre-existing condition? No was surgical intervention required. Admitted to outside hospital on (B)(6) 2024 with left sided hemiplegia and sensory change. Patient was treated with mechanical thrombectomy on (B)(6) 2024 and was found to have thrombus at the branch of right innominate artery. Investigator assessment of possibly related to device, undetermined if related to thoraflex hybrid or relaypro nbs specifically. Previous adverse event of aneurysm expansion, dysphonia and right vent dysfunction." Patient outcome: "resolved (B)(6) 2024 - remains in study follow up."